Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2014. During the procedure, the device kept cutting out. The remaining tissue was extracted using graspers directly through the incision. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device operated as intended; the blade rotated and exposed during functional testing.